Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to loosening of the femoral component at the bone to cement interface. It was also reported that the patient has a right total press fit attune knee. The patient has start up pain. All other options were tried. The surgeon believes that the femoral component is loose. The femur was revised. It was very difficult to remove the femur. After removal, it is noticed that the femur just had fibrous growth. The surgeon was able to peel the tissue off the backside of the femoral component. The tibial tray was well fixed and retained. Doi: (B)(6) 2021. Dor: (B)(6) 2022. Affected side: right knee. Additional information: us-FDA MDR reportability determination: a knee was revised to address implant loosening of the porous coated femur component. Although the complaint description stated loosening occurred at the bone to cement interface, this is clearly in error, as the remainder of the report indicates that it is a porous coated femur (not cemented) and that the femur had only fibrous ingrowth, with tissue being able to be peeled directly off of the back of the femur implant. Given this, we can exclude bone cement from the report, and focus on the femur. No other knee implant plays any role in the osseointegration of a porous coated femoral implant and its interface with the femur bone except the femur component itself. This is a function of the femoral implant porous coating. It is therefore reasonable to conclude that no other implant, retained or revised, caused or contributed to the implant loosening of the femur.